Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller noted the implantable cardioverter defibrillator (ICD) battery had depleted. It was noted during the course of the call that the patient had received seven inappropriate shocks due to "very rapidly conducted" supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's medications were adjusted.